Manufacturer narrative:
A ge representation evaluated the system and tightened the table extension mounting screws. The system operates as intended.

Event description:
The customer reported the table extension was stuck and difficult to move. No pt injury was reported.